Event description:
It was reported that "when final tightening the small connectors, the shard (in peel pack w/connectors) was found in the wound. Since it was unsure what connector on that "lateral side" the shard came from, both connectors were removed and replaced with new ones."

Manufacturer narrative:
Additional info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.